Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen went black and a burning smell occurred. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18apr2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen went black and a burning smell occurred. A field service engineer replaced the power supply to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device model, unique device identifier (UDI), section e initial reporter facility name. The reported condition of "es-tc.4ea will not come on - black screen and site reports that it smells like something is burnt" was confirmed during fse testing and subseguently confirmed during dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: 01861724, the fse reported that there was a burnt smell. After investigating found the power supply was the cause and was replaced. Customer was able to access multiple medications from multiple drawers in the main and aux cabinets. She also access medication out of several doors in the tower and refrigerator. All tested good. During dchu visual inspection. P/n 136617-03: assy power module med was received with black marks on the back side of the power distribution board. During dchu testing. P/n 136617-03: assy power module med testing from dchu was not required due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and the user experienced burning smell. As per part investigation, it was determined that there was thermal damage observed on the assy power module med. There were no delay, no adverse events or injuries reported based on this event.